Event description:
Globus medical received notification from a distributor, via a company processing/evaluation form, that a globus manufactured hex driver tip had broken off in a crosslink set screw during surgery. The only information provided was that the torque limiting 2.5mm hex driver, tip broke off in crosslink set screw during surgery. The tip of the driver remained in the crosslink which is still in the patient. The broken driver was returned to globus medical for evaluation.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the report. A comprehensive review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the products were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The driver is snapped off at the transition between the hex and the shaft and is a clean break, showing little to no evidence of twisting of the hex prior to breaking. Otherwise, the instrument is in good condition. This type of break is not consistent with a typical pure torsional failure in the hex, which would show some twisting of the hex edges and a spiraled, rather than clean, flat break. This type of break typically occurs when the shaft is exposed to excessive flex, causing the shaft to snap at the weakest point. When subjected to lateral forces, there is a possibility for this condition to occur. However, the drivers were not designed with this intention; they should only be subjected to axial force to drive the set screw into the cross connector. Based on record review and all available information, it was determined that the torque limiting, hex driver conforms to all applicable standards and there was no deviation in the manufacture process.